Event description:
Harmonic machine showed an error code. Code stated shears needed to be cleaned off. Scrub tech was cleaning off shears when bottom blade broke off. Incident occurred when harmonic hand piece was outside of the pt's abdominal cavity. New harmonic hand piece was obtained and used.